Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pelvic pain, vaginal bleeding, dyspareunia and incontinence of urine. An excision of the mesh and cystoscopy were performed.